Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil to be over-torqued with broken and separated filars.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged during implant procedure, resulting in a loss of capture. Despite multiple reposition attempts on (B)(6) 2025, the loss of capture remained. The patient's rv lead was successfully replaced. The patient's status was unknown.